Event description:
It was reported that a post-operative x-ray indicated the right atrial (ra) lead moved. It was noted there was good detection at interrogation and the ra lead would continue to be used. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Event description:
Further information was received from the six month follow-up visit, which indicated the patient experienced a dry cough that was suspected to be attributed to the ra lead and it was noted the ra lead was not stimulating with undersensing. The ra lead was extracted and the physician attempted to reposition the lead, however, the helix did not extend or retract. The ra lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained, which indicated the ra lead had exhibited loss of capture during use. The patient is also a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.